Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was explanted due to erosion and infection of pocket site. It was noted that the actions required as a result of the event included hospitalization, explant, replacement surgical intervention and medical intervention. It was reported that medical intervention included antibiotic therapy-cefepine and vancomycin. It was noted that the catheter was explanted due to pocket infection. It was reported that the patient¿s healthcare provider (hcp) opted to replace entire catheter. It was noted that the patient¿s symptoms included drainage/incisional wound opening, erosion and infection at the pocket site. It was reported that a swab culture was take at the device pocket and the type of organism cultured was mixed (B)(6) . It was noted that antibiotic treatment was necessary. It was reported that the date of onset/diagnosis of infection was 2014 (B)(6). It was noted that the location of the issue or symptom was the device pocket. It was reported that the patient¿s spouse noticed scabbing at the baclofen pump site on approximately 2014 (B)(6). It was noted that approximately 2014 (B)(6) they noticed a clear fluid draining from crusty pump site in right lower quadrant. It was reported there was a creamy discharge the next day. It was noted that the patient called their healthcare provider and was seen on 2014 (B)(6). It was reported that at that time, the pump site was visible through a 3-4 mm opening. It was noted that the patient¿s status at the time of report was alive- no injury. It was noted that the pump was used to infuse gablofen. It was reported that the patient was implanted with a replacement pump on the opposite side (left side of patient) and a new catheter was implanted. It was later reported that the patient is receiving effective therapy and was to be discharged from the hospital the day of report.